Event description:
Customer reports back to back testing on the same meter, while using the compact plus sys with results of 400 or 500 mg/dl and in the 200's mg/dl. No quality controls were run on the affected strips. No adverse event reported. Customer no longer has strips; a replacement was sent.